Manufacturer narrative:
The subject device was returned to olympus europa (B)(4) for evaluation. As a result of the evaluation, it is possible that the scope mount of the subject device was removed from the endoscope due to the breakage of the scope mount components. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the subject device at the service department of olympus europa (B)(4) and found that the scope mount of the subject device was removed from the endoscope. The occurrence date of event is unknown. There was no report of patient injury associated with the event.